Event description:
After pt treatment with the model 3100a had been in progress for 2 weeks, the user was replacing the pt circuit as required. The replacement circuit, however, could not be calibrated properly, with mean airway pressure being lower than required during pt circuit calibration. A second replacement circuit was used instead without compromise to the pt.